Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 400 mg/dl and ketones were present. Prior to the event, the customer bolused and changed the infusion set multiple times, but she continued to experience high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. Unable to run a prime or high pressure test as the reservoir was very low on insulin. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.